Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
In 2009, the pt was implanted with gore tag thoracic endoprostheses to treat a descending thoracic abdominal aortic aneurysm. At about 10 days post-op, a follow-up computed tomography angiogram (cta) revealed a slight kink in the distal portion of the most proximal implanted device. There was no endoleak present and the kink did not limit flow. The physician believed that the device was compressed and opted to reintervene on a later date. At approx 2 weeks later, a reintervention occurred whereby the physician performed balloon angioplasty. The device appeared to be marginally better. The patient tolerated the procedure.